Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system switched into stand alone mode and had to be restarted. There was no patient present.

Manufacturer narrative:
A medtronic representative returned to the site following the initial repair to test the equipment. Testing revealed that the representative cleared patient data from the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has been received by medtronic for evaluation. However, results are not available at this time.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. After performance testing and vis ual/physical examination the reported issue was confirmed. The cable failed a continuity test do to pin4 and side connector pin2 were open. The cable passed all other tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system switched into stand alone mode and had to be restarted. There was no patient present.